Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the distal tip of the duodenovideoscope cover was ripped. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not damaged. The events can be detected/prevented in accordance with the following instructions for use: inspection of the endoscope: olympus will continue to monitor field performance for this device.